Event description:
It has been reported that the bactec 9120 blood culture has been found producing a (B)(6) result. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: bactec 9120 - (B)(6). No effect on patient dimension no repeatability test.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: a failure was reported on a bd bactec 9120 ( p/n 445570, s/n (B)(6)). Customer reported false positive issues on their instrument. A field service engineer (fse) worked with the customer and found the facility room temperature was too high. The root cause was a facility temperature issue. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. This complaint is not an early life failure (elf) of the device. Since the installation of this instrument, there have been service events, including pms (preventative maintenance) which have altered the instrument from its original state. Therefore, review of the device history record (DHR) from manufacturing is not applicable. Service history review for this instrument was completed and revealed no previous complaints related to results issues. Complaints for results issues are within statistical control for the month of january 2022. The upper control limit was not breached. Quality will continue to monitor the results issues complaints for bactec 9000 products. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. Per baltrmbactecinstraph rev 15 the potential risk of the reported failure mode is user inconvenience, which is an s1; reference row ID 1.0a. H3 other text : see h. 10.

Event description:
It has been reported that the bactec 9120 blood culture has been found producing a false positive result. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: bactec 9120 - false positive; no effect on patient dimension no repeatability test.